Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. Programming changes were successfully completed. The patient was stable and asymptomatic.

Manufacturer narrative:
Correction: report type/h1 previously reported as malfunction, now updated to malfunction.